Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid cartridge alarm 25 (removed cartridge alarm) occurred when the customer removed the cartridge during pumping. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a bolus via the pump. The customer successfully reloaded the cartridge to address the event.